Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency department and received 3 unsuccessful appropriate shock therapy for ventricular fibrillation and the 4th shock was aborted with spontaneous reversion. The rhythm ended up terminating on its own, with no external intervention. The patient had reported that she had forgotten to take her medication. X-ray imaging and data were provided for review. Additionally, the device recorded high shock impedance measurement, measuring greater than 125 ohms. Boston scientific technical services consultant discussed programming options and indicated that the x-ray indicate that the coil was not well positioned up against the septum which may be a contributing factor to high defibrillation threshold testing (dft) and suggested possibly a lead revision is necessary. No additional adverse patient effects were reported. This device and right ventricular (rv) lead remains in service. Additional information was provided, it was reported that on (B)(6) 2022 the patient was seen for a follow-up, an induction in reversed polarity was performed and revealed two code 1005, indicating an open circuit condition. Both shocks were successful but the measurement was greater than 145 ohms. The device was set back to polarity and four dft were performed and were all successful with measurement at 110 ohms. Boston scientific technical services consultant recommended generator and lead replacement. The patient was referred to auckland city hospital for review and assessment for lead extraction. Additionally, this ICD and rv lead were explanted and replaced with a competitor. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead was returned in two segments, severed 16.8cm from the terminal end. An extracting stylet was returned stuck in the tip section of the lead. Visual inspection confirmed setscrew marks on the terminal pin. Resistance testing and x-ray images determined that the distal high voltage cable was pulled apart/severed in the tip section of the lead, likely damage due to explant procedure. The distal high voltage cable conductor resistance measured as an electrical open, indicating a fractured or broken conductor and calcification was observed on the lead distal shock coil. Damage was noted on the insulation at 9cm from the tip end in the heart area and the conductors were not exposed. Analysis concluded that the clinical observations of shock impedance high out of range allegation and failure to convert rhythm were due to calcification on the lead distal shocking coil and damage on the insulation.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency department and received 3 unsuccessful appropriate shock therapy for ventricular fibrillation and the 4th shock was aborted with spontaneous reversion. The rhythm ended up terminating on its own, with no external intervention. The patient had reported that she had forgotten to take her medication. X-ray imaging and data were provided for review. Additionally, the device recorded high shock impedance measurement, measuring greater than 125 ohms. Boston scientific technical services consultant discussed programming options and indicated that the x-ray indicate that the coil was not well positioned up against the septum which may be a contributing factor to high defibrillation threshold testing (dft) and suggested possibly a lead revision is necessary. No additional adverse patient effects were reported. This device and right ventricular (rv) lead remains in service. Additional information was provided, it was reported that on 09mar2022 the patient was seen for a follow-up, an induction in reversed polarity was performed and revealed two code 1005, indicating an open circuit condition. Both shocks were successful but the measurement was greater than 145 ohms. The device was set back to polarity and four dft were performed and were all successful with measurement at 110 ohms. Boston scientific technical services consultant recommended generator and lead replacement. The patient was referred to auckland city hospital for review and assessment for lead extraction. Additionally, this ICD and rv lead were explanted and replaced with a competitor. No additional adverse patient effects were reported.